Manufacturer narrative:
Date of event: (B)(6) 2015.

Event description:
A report was received that the patient's lead had contacts out and the patient was not feeling any stimulation. The patient will undergo a revision procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-4316 lot #: 15441968 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's lead had contacts out and the patient was not feeling any stimulation. The patient will undergo a revision procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the lead extension was also explanted during the revision procedure. Additional suspect medical device component involved in the event: model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Sc-2316-50 sn: (B)(4), device evaluation indicated that fourteen cables were fractured at the bent/kinked clik site section of the lead body, one cm from the set screw mark. The root cause of the damage was unknown. Additionally, the lead body was cleanly cut, and some cables were exposed at the proximal end. The clean cut damage was a result of a typical explant procedure and it was not considered a failure. Sc-3400-30 sn: (B)(4). Device evaluation indicated that the lead extension was cut during the explant procedure, and the proximal ends were not returned. Sc-4316 lot #: 15441968 device evaluation indicated that both eyelets of the clik anchor were torn. There was no missing silicone.

Event description:
A report was received that the patient&#38112;lead had contacts out and the patient was not feeling any stimulation. The patient will undergo a revision procedure. Device malfunction was suspected.